Event description:
It was reported that the patient's lead functioned "poorly" and had abnormal impedance measurements. An x-ray or MRI was performed on (B)(6) 2012, but showed nothing remarkable. Reprogramming was also performed the same day. The lead was replaced on (B)(6) 2012. The patient outcome was unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# v183972, serial# implanted: 2009 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).